Event description:
While using a byte day aligners, patient reported they are experiencing some irritation on the roof of their mouth. They have developed a large piece of skin or lump that is uncomfortable and sensitive. Patient concerned about aligner fit. Provided warm water tip/trick and warm salt water rinses. Asked for follow up photo and how they were feeling. Patient replied back asking if tips will help the lump or will it need to be removed? Provided frenectomy to further explain and give guidance. Also requested current photo from patient with aligners on. Requested patient to make appointment with their dentist to get frenectomy as the fit tips did not help with aligner fit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.